Event description:
The device was returned for service. During service, baxter service technician reported that the pump powered up with failure code 531. The hospital reprsentative stated they have no record of any patient incident involving the pump since the last baxter service event.